Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked with the clamp closed. This occurred during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: g0405203 added (previously omitted). H10: the device was received for evaluation. A visual inspection was performed with the naked eye and no issues were observed. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.